Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and reported event was confirmed. Visual inspection of the returned tasp revealed that the device fractured on the medial side of the post, all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined a known trend for this specific event. Ps tasp components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Date of this report updated to 21 april 2017. Date received by manufacture updated to 18 april 2017. List correction/removal reporting number updated to z-2297-2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now know that the device broke into two pieces while being inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional fractured. The time and place of the fracture is unknown.